Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The investigation of the returned device was completed by the failure analysis lab on 7/22/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample was found ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: 450cc mentor smooth round moderate profile memorygel breast implant catalog: 3507450bc lot: 5785033 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient who underwent breast augmentation revision surgery with a 450cc mentor smooth round moderate profile memorygel breast implant experienced left sided rupture post procedure. The left sided rupture was confirmed by a mammogram. As a result, patient underwent removal and replacement with a mentor gel breast implant on (B)(6) 2019.